Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced delayed gastric emptying with associated intermittent retching and hiatal herniation into chest with the hernia recurrence leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Upper gastrointestinal (ugi) series and CT scan demonstrated recurrence of the hiatal hernia. A gastric emptying test was performed showing delayed gastric emptying. Device explant due to device herniation with the lower esophageal sphincter (les) into the chest. Explant occurred without issue on (B)(6) 2017. Device was found in correct position/geometry. Patient reports no dysphagia or reflux, but does complain of loose bowel movements with associated nausea.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced delayed gastric emptying with associated intermittent retching and hiatal herniation into chest with the hernia recurrence leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -upper gastrointestinal (ugi) series and CT scan demonstrated recurrence of the hiatal hernia. -a gastric emptying test was performed showing delayed gastric emptying. -device explant due to device herniation with the lower esophageal sphincter (les) into the chest. Explant occurred without issue on (B)(6) 2017. -device was found in correct position/geometry. -patient reports no dysphagia or reflux, but does complain of loose bowel movements with associated nausea.